Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #350-1670, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation was diagnosed through an examination on (B)(6) 2018. As a result, unilateral prosthesis replacement with a 425cc mentor moderate profile saline prosthesis was performed on (B)(6) 2018. The replacement prosthesis was filled to 500ccs. There were no procedural complications or additional issues noted.

Manufacturer narrative:
The device history record ( DHR) of lot number 7534456 was reviewed on 4/13/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/22/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation was diagnosed through an examination on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed two missing material areas, missing material a measured approximately 0.4 x 0.2 cm on the posterior aspect, and rent b measured approximately 3.2 x 1.2 cm on the anterior aspect. Microscopic examination of the missing material areas gave no indications as to cause. No other anomalies were found. The complaint was confirmed since two missing material areas were found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary completed on 6/22/2018 was erroneously submitted without codes on 6/25/2018. Manufacturer¿s reference number: (B)(4).